Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the non-calcified left common iliac vein. After a 0.035 non-bsc guide wire crossed the lesion, a 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during initial inflation at 2 atmospheres for 3 minutes, the balloon ruptured. Another 18-6/5.8/75 xxl esophageal balloon catheter was advanced, but also ruptured during initial inflation at 3 atmospheres for 2 minutes. The devices were removed and the procedure was completed with another of the same device. No patient complications were reported and the patient did well.